Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded display board. No button error alarm was noted during testing. The insulin pump had a cracked reservoir tube lip.

Event description:
It is reported that the customer received a button error alarm on insulin pump. Customer stated the caused may be moisture; she was sweating and got wet. The blood glucose reading was 142mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.